Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had been assisted and adjustments were made in the office.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had been having trouble with their device. They clarified that they have had a return of symptoms and they were not getting a 50% reduction in symptoms. They also reported that it hurt and it felt like their "guts are going to fall out". They were not sure if stimulation was a little too strong. Therapy overview/expectations were reviewed. They had been trying to contact the manufacturing representative (rep) per their doctor's direction, but they had not been unable to contact the rep. They wanted to make a therapy adjustment as the patient was going out of town tomorrow ((B)(6) 2024) and they "would rather not hurt the whole way". They connected with implant and stated therapy was on at 1.3. They mentioned they were on program 2 and they had a piece of paper that said program 4. They changed to a different program and then reported they felt stimulation at their implant site when communicator was placed on implant site while changing programs. With therapy off following chan ging programs patient stated they thought the discomfort felt "a little better". They then turned on therapy on to a new program and increased stimulation to a comfortable level. The patient confirmed they no longer felt discomfort. They inquired if therapy will help symptoms following making therapy adjustment. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Redirected to doctor if issue persists.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the adjustments made resolved the issue and there were no device issues at the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back, reporting that they were now experiencing paralysis in their legs. They cannot move their legs or stand up to get out of a chair. The patient wondered if the interstim could be causing the paralysis. The patient denied any feelings of uncomfortable stimulation, tugging of the toes, or stimulation going down the legs. The patient contacted their primary care physician, who recommended the patient go to the ER. The patient stated they did not wish to do so. Ps reviewed the option to turn therapy off completely until they are able to seek medical care, and the patient confirmed they plan to do so. The patient called back for assistance with adjusting settings. The patient stated they spoke with the rep, shelbi, and were instructed to make specific adjustments to their settings. The patient could no longer remember which settings they were instructed to use. The agent suggested the caller call the rep back and ask for that information. The patient made the comment that it took a long time to initially get ahold of the rep. The patient will call the rep, and the agent sent an email to the rep, ensuring they were able to successfully communicate with the patient. The patient will call back after obtaining the necessary information for assistance with setting adjustments. Of note, the agent did review the prior plan to turn stim off, but the patient did confirm they no longer wanted to turn off stimulation. The patient said the device was not working, and the hcp told the patient to get in contact with the rep, who reviewed how to increase stim. The patient was able to increase stim to a comfortable level

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was unknown and that it does not stop or reduce incontence.